Event description:
Patient's healthcare provider called customer care stating that the patient received a therapy shock. The episode report was reviewed and it indicated that the signal noise might have contributed to the therapy shock. However, the patient was conscious and failed to cancel the shock by pressing the alert button. There was no serious injury reported. However, an undiverted shock to a conscious patient could result in serious injury.

Manufacturer narrative:
Returned therapy cable failed inspection identified during reprocessing. Evaluation of the returned therapy cable for shock delivery and observed squib fires and gel deployment which confirms that the therapy cable functioned as expected. There was no observed damage, and all gel was deployed during the event. Returned monitor passed isl but failed eit which is a failure identified during reprocessing and identifies the calibration step fail, unrelated to the reported issue. The monitor will continue to perform per prescription and intended use and will not interrupt monitoring or therapy performance. The monitor has been assigned for rework . Evaluation evidence indicates noise contributed to the therapeutic shock. Patient was fit and trained prior to initial use, including the use of the heart alert button to cancel the shock. However, patient heard the alert but did not cancel the shock using the wcd heart alert button.